Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter, . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving compounded baclofen 3000mcg/ml 1146mcg/day via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2016. It was reported the patient experienced increased spasticity noted as physiological spasticity. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The spasticity was increasing and affecting the "other side". The patient followed up with the physician consistently and dose adjustments had been made. The patient went to interventional radiology and a catheter dye study and rotor assessment was done (B)(6). The study results were sent to the physician to evaluate interventions of possible catheter replacement. The results were unable to aspirate the catheter; the rotor was normal. It was unknown what intervention was taken to resolve the increased spasticity. The issue was not resolved. The patient status was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.